Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely that image problem, no image was due to broken video cable. However, a definitive root cause could not be identified. A definitive root cause could not be identified for the fiber bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the image cut off (no image). The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had the image cut off (no image). The issue occurred, during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed and cause traced to component failure. In addition, the following reportable malfunctions was identified during the device evaluation: broken video cable and fibre bonding in the outer tube area (distal end) is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the image cut off (no image). The issue occurred during an unknown procedure. There were no reports of patient harm.